Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the patient death and use of the liberty select cycler. The pdrn reported the death was unrelated to use of the liberty select cycler, pd therapy, or other fresenius product(s). Long-term survival on pd remains poor with approximately 11% of patients surviving past 10 years. Although the cause of this patients death is not known, cardiovascular disease accounts for most deaths in peritoneal dialysis patients. It was reported that this patient had multiple health complications. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients death.

Event description:
A peritoneal dialysis registered nurse [(pdrn] reported to fresenius that this pd patient passed away at the hospital. The cause of death was unknown. It was reported the patient had multiple health complications. Additional information was obtained through follow-up with a pdrn at the clinic. On (B)(6) 2021 the patient was in treatment on the liberty select cycler when they passed away. The patient was in the hospital at the time for a reason unrelated to pd therapy. The death was not related to use of the liberty select cycler, pd therapy, or other fresenius product(s). No further information related to the patient death was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that this pd patient passed away at the hospital. The cause of death was unknown. It was reported the patient had multiple health complications. Additional information was obtained through follow-up with a pdrn at the clinic. On (B)(6) 2021 the patient was in treatment on the liberty select cycler when they passed away. The patient was in the hospital at the time for a reason unrelated to pd therapy. The death was not related to use of the liberty select cycler, pd therapy, or other fresenius product(s). No further information related to the patient death was provided.